Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as backup therapy while a replacement pump is being sent by technical support, and they acknowledged instructions for returning the problematic pump.